Manufacturer narrative:
Customer collects cardiac samples in plastic bd plasma tubes with a gel separator, and centrifuges. Samples for 10 minutes at either 3,000 or 3,800 rpm. Per customer, the specimens were normal in appearance with no hemolysis or lipemia noted. Qc has been within the customer's established ranges for the past 30 days. A system check performed in 2009 passed within instrument specifications. Per customer, there were no errors posted to the event log at the time of the event. A field service engineer (fse) was dispatched: a) the fse performed a preventive maintenance (pm) on the instrument. B) the fse conducted a diagnostic testing and verified all repairs per established procedures; results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off, and an erroneously elevated. Ckmb and myoglobin result above the normal reference range for one patient. Subsequent testing produced accu tni results in risk stratification and normal range, and ckmb and myoglobin results in the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.